Event description:
It was reported the device was used during a low anterior resection. It was reported the surgeon was using the cdh33 to complete the anastomosis and the cdh did cut tissue but did not form staples in the tissue. A second cdh 33 was opened and this device misfired as well (it is unknown how the device misfired). The patient ended up with a diverting ileostomy. No additional information is available at this time. The rep is to speak to the surgeon today to gather additional information. 10/22/1998 the rep reports the surgeon stated he was performing a low anterior resection approx 10cm from the anal verge. They brought the side of proximal colon down with the anvil through the sidewall of the bowel to perform an end to side anastomosis. They inserted the cdh33 transanally through the distal colon. They had to tie a purse string (2-0 prolene whipstitch) on the distal colon because they couldn't get a roticulator low enough in the pelvis. Then they joined the anvil and trocar tip together and the surgeon said the anvil seemed to be on. The surgeon stated they pulled on the two ends and they appeared to be locked. The rep asked if they heard them click together and they said they did not recall hearing the click. Tissue came together properly and the instrument was fired. The surgeon reports he didn't hear the crunch he normally hears. They removed the cdh transanally and the anvil end was left in the proximal colon. They had no donuts and the staples did not appear to come out. They thought they might have had an empty gun. They removed the cdh, left the anvil in place and went to fire the second cdh. They inserted the second cdh through the same path they used on the first attempt at firing (used the anvil head that remained from the first firing). They joined the anvil and body of the stapler and they heard the two portions click together. They fired the device and heard the crunch they usually hear and removed the device. It appeared the anastomosis was intact. They checked the tissue donuts and in the distal donut where the pursestring was tied there was a tear posterior at 6 o'clock. At that point the surgeon felt they couldn't oversew and were uncomfortable with the anastomosis and went to a diverting ileostomy. 10/22/1998 the cin attempted to speak to a risk manager and the administrator said they do not have a risk manager. The cin left pm for the rep for further investigation. 10/26/1998 the rep responded and suggested the cin contact a person in the or and the cin attempted to call the contact person and she was unavailable to take the call. There was no pm available. The cin will attempt to call again tomorrow. 10/27/1998 attempted to contact md; md was paged through hospital paging system; she did not answer; will attempt to contact again. 10/27/1998 the cin attempted to call the contact person, and again she was unavailable to take the call and no pm was available. 10/28/1998 the cin spoke to the contact person and she provided the number for the safety officer. The cin called safety officer, and he provided the name and number of the risk manager. The cin attempted to call the risk manager and she was unavailable to take the call. The cin tried several times to contact the risk manager and there was no answer and no pm. The cin will attempt to contact later. The cin left pm for dr to contact the rep. 11/02/1998 md was scrubbed in surgery and unable to take this writer's call; left name, and number; will attempt to contact again. 11/03/1998 another dr placed message in voicemail; contacted md; stated that she was performing a low anterior resection; she then inserted the circular stapler; md stated that she did not hear any "audible click"; md then stated that the tissue was attached and tightened; the md then found it difficult to remove the stapler, then along with the help of her chief resident, they were able to "rock the stapler out" of the pelvis; "anvil was left in the pelvis; a second stapler was then opened; the anvil of the" 11/05/1998 the cin attempted to call the risk manager and she was unavailable to take the call. The receptionist transferred the cin to the pm and the pm would not allow the cin to leave a message. The cin called the receptionist and she provided the direct pm of the risk manager. The cin left pm for the risk manager to return the call.